Event description:
The svc report shows that the ventilator was failing leak test. The co's customer support engineer verified the leak. The cse inspected the device and replaced the safety valve, exhalation pilot control solenoid, and the autozero solenoid. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.